Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR and follow-up report for report number 3004753838-2017-00038 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2016-53436.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at an unknown location. The insertion date is unknown. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.